Manufacturer narrative:
Event date is an estimated.

Event description:
Related manufacturer report number: 3006705815-2021-03938. It was reported that the patient's leads migrated upward and anterior. It was noted the patient sustained a fall. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2021 where in the leads were explanted and replaced. Effective therapy was established post-operative.